Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse replaced reagent syringe and t-valve; performed alignments and ran qc. The fse ordered a bubble generator in case dripping returned. On (B)(4) 2011, the lab reported to fse that the instrument continued to leak. The fse returned to the customer's lab on (B)(4) 2011 and replaced the bubble generator, primed the analyzer and ran qc. Customer was to continue to monitor.

Event description:
A customer contacted beckman coulter inc. (Bec) and reported that they were experiencing ongoing cuvette water blank errors on unicel dxc 600 pro synchron clinical system. A customer technical support (cts) assisted the customer in troubleshooting. Customer checked cartridge chemistries (cc) top end and observed evidence of leaking from the reagent probes. Customer checked probes/fittings and reagent syringe; all were tight. Customer performed qc on the cc side with good results. Cts generated a service request to check the instrument. No injury was reported on this issue.